Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.. Reason for device explant and/or reoperation: capsular contracture unknown grade. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female who underwent an unspecified breast surgery with a mentor memorygel, 225cc on the right and 250cc on the left, silicone breast implant experienced right-sided symptomatic rupture, and bilateral capsular contracture, grade iii on the right and unknown grade on the left side postoperative. The rupture discovered by MRI, and mammogram examination. As a result, patient underwent bilateral capsulectomy, bilateral mastopexy and bilateral removal on (B)(6), 2022. This report relates to the left prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).